Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported he would replace the front panel. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported when trying to check the error log the screen stopped responding on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.